Event description:
We have received multiple reports of under infused medication from our nurses when using the cadd solis pumps. After looking at the operation of the pumps we have noticed that this type of pump is not user friendly. Some of the factors that we think have to do with the user errors are: the concentration doesn't fit on the same drug library screen. No clear information display after updating the configuration.